Event description:
B braun has recently changed from pvc to eva for their 3 in 1 tpn mixing container. - prod# s9991-10. A heat-sealed lead line failed within 12 hours, wasting more than $2,000 worth of medication and delaying therapy. We had no failures with pvc. Going forward, these lines will be metal clamped.